Event description:
Product hub tore away from deploying sheath of kit. Sheath remained under the skin. Skin incised by physician to reveal sheath. Wound closure provided with 2 stitches utilizing 2-0 silk.